Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/31/2020. Corrected information: d3, g1, g2, h3: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was also reported that the packaging does not open sterile. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/20/2020. The manufacturing record evaluation was performed and identified a nonconformance, which was raised to address the event reported. The necessary actions have been taken to address the issue.